Manufacturer narrative:
Lot/serial number was manufactured prior to UDI compliance date; therefore, only a di is provided an evaluation is in process. A follow-up report will be submitted when the evaluation is complete. An evaluation is in-process.

Event description:
The customer observed a falsely elevated creatinine result while using clinical chemistry creatinine assay. The customer provided the following data (customer provided reference range 0.72-1.25 mg/dl): initial result: 5.58 mg/dl. The patient was redrawn per the physicians request and a result of 1.05 mg/dl was generated. The original specimen was retested generating the following results: 1.0, 1.04 and 1.03 mg/dl due to the elevated result the patient was instructed to discontinue taking the medication metformin. The patient resumed taking their medication one day later. There was no adverse impact to patient management reported.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint data, an instrument log review, a search for similar complaints, and a review of labeling. Return material was not available. Tracking and trending did not identify an adverse trend. Labeling was reviewed and found to be adequate. Based on the available information no product deficiency of the clinical chemistry creatinine assay, list number 03l81, was identified.